Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 65 mg/dl,138 mg/dl. Tests were done < 10 minutes apart with a difference of 64%. Patient did not experience any adverse events. No further information has been reported.